Event description:
The patient reported had an icl implantable collamer lens implanted in her left eye (os). Has reported the eye feels uncomfortable and she is seeing double vision. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient is experiencing some subjective visual disturbances ("uncomfortable feeling", "double vision") following icl implantation. No reported secondary surgically or medically treatment or loss of bcva. Lens remains implanted. Multiple attempts have been made in order to conduct more details but were unsuccessful. The reassessment will be performed when (if) additional information is received from the doctor. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): no code available (double vision). Device evaluated by manufacturer? No - lens not returned.(B)(4).